Manufacturer narrative:
Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about minstrel passive floor lift malfunction. During device transfer from one ward to another, the spreader bar assembly broke, causing spreader bar detachment. No patient was involved, no injury reported.

Manufacturer narrative:
Device return to manufacturer for further evaluation is being organized. Additional information will be provided upon conclusions of the investigation.

Manufacturer narrative:
On 2019-jun-10 arjo was informed about spreader bar assembly from minstrel passive floor lift breakage occurring during device transfer from one ward to another. The failure was reported by struttura protetta scaccabarozzi facility in ornago, italy. According to facility staff, no patient was involved, no injury reported. No further information about circumstances of the failure was provided. Based on the serial number of the claimed device (B)(4). It was manufactured on 2017-oct-06 by arjohuntleigh polska. The minstrel lift was delivered to the customer in october 2017. No service visit was requested to be performed by arjo and it is unknown if service was ever carried out internally by the customer. According to minstrel instructions for use (document number mmx15030.en.m rev. 13), annual device inspection shall include, inter alia, all mechanical attachment points check (including spreader bar attachment to the lift arm). It was confirmed by arjo technician that the defective spreader bar and scale are the originally fitted ones. Analysis of the photographic evidences provided as well as visual inspection of the returned parts revealed that the detachment of the spreader bar was caused by the breakage of the bolt beneath the scale. Also cracks on the scale cover, scratches on the scale display and scratches on spreader bar arm paint coating could be noticed. Information on how the damages occurred was not provided by the customer. Since april 2010, arjo has manufactured minstrel of the third generation, where the articulated joint have been used. The spreader bar attachment moves freely in every direction, avoiding excessive tension on the bolt and preventing the mechanical damage of the attachment. The static strength tests were carried out on the suspended scale and confirmed that this assembly withstand the load of 2,5 x safe working load (which is specified as 190 kg). When reviewing reportable events registered during the last five years under minstrel brand name, we have found no other complaints concerning scale assembly detachment from the third generation lift. This particular complaint appears to be an isolated occurrence. Limited information provided does not allow to find a root cause of the spreader bar breakage. To conclude, the lift was not used for the patient's transfer when the malfunction occurred. No adverse event or injury took place. Since the spreader bar detached from the lifting arm, it can be stated that the device did not meet its performance specification. We report this event to competent authorities in abundance of caution because spreader bar detachment if occurs during use with the patient may lead to serious injury.